Event description:
Clinic notes for the patient were received indicating they have been having an increase in seizure frequency and severity over the last few months. It was indicated that vns was checked and parameters were left unchanged. No additional relevant information has been received to date.